Event description:
An angio-seal device was deployed post procedure. Hemostasis was not achieved and manual pressure was applied. A vascular surgeon was consulted. Later, the pt's blood pressure dropped and the pt subsequently died. Reportedly, there were "other contributing factors" that lead to the pt's death. Further details were not provided.